Event description:
Baxter (B)(4) received a report that an infusor had the tubing disconnected from the top of the infusor. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a separated tubing. Microscopic examination of the device revealed a jagged separation. The root cause was determined to be excess force applied to the tubing during the handling of the device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Correction: information erroneously omitted from the initial medwatch: the device was filled with a 240ml solution of flucloxacillin and saline.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.